Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a lesion due to intestinal tumors. During the procedure, the physician felt resistance when deploying the stent. The stent was deployed halfway and could not be deployed any further. The device was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted onto the delivery catheter. The outer sheath was detached from the distal handle, stretched for 162mm at its proximal end and kinked at the proximal end of the mounted stent. During analysis it was possible to retract the outer sheath and deploy the stent with some resistance met. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The distal end of the inner lumen was withdrawn from the outer sheath and no issues were noted with its profile. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a lesion due to intestinal tumors. During the procedure, the physician felt resistance when deploying the stent. The stent was deployed halfway and could not be deployed any further. The device was removed from the patient partially deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.